Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Clinic reported having seen a few patients with large lumps of fillers in the wet part of the lip mainly in the top lip. The patients were injected with unspecified juvéderm ultra and unspecified juvéderm ultra plus. The patients were injected by at the clinic and other others were injected elsewhere and reviewed at the clinic. Patients were provided with medical treatment which were required to prevent permanent damage. Some of the patients have had their symptoms completely resolve while others could not be ascertained. This is the same event and the same patients reported under MDR ID #3005113652-2019-00560 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvederm ultra plus, also a device manufactured by allergan.